Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus, mr, ous 2.50x32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of damage, stent struts in distal half of the stent were lifted from crimped position. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left circumflex artery. After a non-bsc introducer catheter was placed and a guidewire crossed the lesion, pre-dilation was performed with 2.5x20 balloon. A 2.50x32mm promus element plus drug-eluting stent was then advanced for treatment; however, after several attempts, the tip of the stent strut was lifted up due to severe calcification in the vessel. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left circumflex artery. After a non-bsc introducer catheter was placed and a guidewire crossed the lesion, pre-dilation was performed with 2.5x20 balloon. A 2.50x32mm promus element plus drug-eluting stent was then advanced for treatment; however, after several attempts, the tip of the stent strut was lifted up due to severe calcification in the vessel. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.